Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. B3: unknown. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: robot-assisted distal gastrectomy. Duodenum. No discomfort during use. No bleeding. Delta anastomosis, especially the procedure was changed to how to remove the duodenal staple line completely. No impact on the patient. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a delta anastomosis closure, the staple was formed in a u shape. The duodenum was cut out along with the staples. The cartridge color was blue. There were no adverse consequences to the patient. No additional information provided.